Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action.

Event description:
It was reported that the right ventricular (rv) lead had high varying impedance and oversensing of noise with sensing integrity counter (sic). The lead was capped and a new lead was implanted. It was further reported that the implantable cardioverter defibrillator (ICD) was suspect of having a loose connector. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.